Event description:
Per the clinic, the patient experienced facial nerve stimulation as a result of the electrode array migrating extra cochlea. Subsequently the device was explanted on (B)(6) 2015; during the same procedure the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed november 5, 2015.